Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: part of the tissue pad peeled off because the seal and cut was output when the gripping part was not holding anything, including after the tissue had been cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited pad peeling. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the device's manufacturing date. Section h4 was updated.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 29-aug-2025.

Event description:
No new information received from customer.